Manufacturer narrative:
Citation: omid-fard, n., salameh, j.-p., mcinnes, m. D., fisher, c. G., & heran, m. K. Pre-operative spine tumour embolization: clinical outcomes and effect of embolization completeness. Journal of medical imaging and radiation oncology 68(4):440-446 2024. Doi:10.1111/1754-9485.13650 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: pre-operative spine tumour embolization: clinical outcomes and effect of embolization completeness. The time frame of this study was: 11 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx liquid embolic was noted to have been used during 7 of the 46 embolization procedures that occurred with 44 patients. Among patient adverse events included: ¿ 16 of the patients in the total cohort were noted to have experienced adverse events, which included neurological status deterioration or procedural complications. Further detail on these adverse events was not included in the article. No further information was provided pertaining to medtronic products.